Event description:
A 9.5 40 cc iab was inserted into a 33 yr old male pt who was in cardiogenic shock. The dr did not think the iab unfolded when they started pumping, so it was disconnected from the pump. The iab was inflated with a syringe and the dr was able to inflate and deflate the balloon. The iab was reconnected to the pump but there was no augmentation. The balloon status indicator was not moving and there were no alarms on the pump. The iab was removed and a second iab, a 10.5 40 cc iab was inserted. Sometime between the removal of the first iab and insertion of the second iab, the pt went into cardiac arrest and went on to expire on 1/10/97. The dr felt that the pt went on to expire from the event. Baxter healthcare rpt'd the following info on 1/27/97: the hospital staff rpt'd that during the procedure, the pt arrested. CPR was instituted and an iab was inserted. The balloon would not inflate and was replaced without difficulty. The pt expired later during the procedure. Cause of death was not rpt'd. The intra-aortic balloons are on consignment at the hosp. From baxter healthcare perfusion services. However, the hosp. Desires to have a third party evaluate the product. The hosp. Will contact datascope and baxter when arrangements have been made to evaluate the product so that both comp. May have rep. Available to observe the testing. The hosp. Will then send the product back to datascope. After several calls to the facility, the iab was never returned to datascope for evaluation. Event complications: the pt expired on 1/10/97 - rpt'd 1/10/97. Pt current status: expired - rpt'd 1/10/97.

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.